Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room feeling dizzy. The device was unable to rescue the patient from ventricular fibrillation. The physician put the patient on medication.